Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. The catheter device was received back broken in pieces. It was missing the hub, telescope and some parts of imaging core assembly. Evaluation of the returned device revealed kinks in the sheath assembly at 2.0 cm from femoral marker at the distal end, in the sheath assembly at 36.5 cm from femoral marker at the proximal end and in the distal tip assembly at 98.5 cm from femoral marker at the distal end. The entire measurement length of the returned broken catheter assembly was approximately 136.0 cm long. The guidewire exit port was lifted 1.5mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the guide wire exit port of the imaging catheter became stuck with the implanted stent. The 95% stenosed target lesion was located in the severely tortuous and non calcified middle of right coronary artery with 22mm vessel length and 3.5mm vessel diameter. During a percutaneous coronary intervention (pci), an unspecified guidewire crossed the lesion and then an opticross¿ imaging catheter was used to view the target vessel. After which, a promus premier 3.5x24mm stent was then deployed and implanted. After the implantation, the opticross¿ imaging catheter was used again to check the lesion. During removal of the imaging catheter, the guidewire exit port of the device became stuck with the implanted stent and was unable to be removed. In order to bailout the catheter, the distal shaft of the device was cut off and then the imaging core was removed. After which, a non bsc guidewire was inserted into the lumen of the imaging catheter and then the opticross¿ was removed easily from the patient. Post dilatation was then performed using an unspecified balloon catheter and it was noted that the implanted stent was well-apposed after the post-dilatation. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that the guide wire exit port of the imaging catheter became stuck with the implanted stent. The 95% stenosed target lesion was located in the severely tortuous and non calcified middle of right coronary artery with 22mm vessel length and 3.5mm vessel diameter. During a percutaneous coronary intervention (pci), an unspecified guidewire crossed the lesion and then an opticross¿ imaging catheter was used to view the target vessel. After which, a promus premier 3.5x24mm stent was then deployed and implanted. After the implantation, the opticross¿ imaging catheter was used again to check the lesion. During removal of the imaging catheter, the guidewire exit port of the device became stuck with the implanted stent and was unable to be removed. In order to bailout the catheter, the distal shaft of the device was cut off and then the imaging core was removed. After which, a non bsc guidewire was inserted into the lumen of the imaging catheter and then the opticross¿ was removed easily from the patient. Post dilatation was then performed using an unspecified balloon catheter and it was noted that the implanted stent was well-apposed after the post-dilatation. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.